Manufacturer narrative:
The analysis has been completed. The reported malfunction has been confirmed. Abnormal noise was also noticed while activating the device. Deterioration of some parts including nose, shaft, o-ring, ball, middle housing, motor and bearing due to dirt and rust was found during inside inspection. The device was disassembled, cleaned and some parts including motor cable assy, washer, release collar, nose, ball, o-ring were replaced. Final checkout was performed and it was confirmed that there was no malfunction of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Preliminary inspection indicated that the hp has heat. The preliminary inspection one minute temperature test indicated: rear: 26.9 centigrade, middle: 36.5 centigrade, nose: 86.3 centigrade. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated during use. There was no user/patient impact or injury.